Event description:
The customer received a questionable human chorionic gonadotropin, stat (hcg) result on their e601 analyzer. All testing was performed on the same analyzer. The patient's initial hcg result was 2.04 miu/ml and it was reported to the emergency room. The physician questioned the result because the patient was pregnant. The first repeat result was 10000 miu/ml accompanied by a data flag. The sample was manually diluted 1:100, and the second repeat result was 73740 miu/ml. The customer considered 73740 miu/ml to be correct. The patient was not treated based on the original result. The hcg reagent lot number was (B)(4) and the expiration date was 02/28/2013. The field service representative found loose set screws on the reagent probe mechanism. He tightened the screws on the reagent probe shaft. He ran successful performance testing. He ran a precision test on the hcg.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.